Event description:
On (B)(6) 2013, this vns patient underwent full revision. The explanted devices were returned for analysis. The patient previously posted on social media that she just met with her physician who confirmed that her device was at end of service. She stated vns therapy stopped her daytime seizures 100%, but she was worried that it was not working. The generator and lead were returned for analysis. A comprehensive automated electrical evaluation showed that the pulse generator is not operating according to functional specifications. The pulse generator unit failed the feed-thru capacitor test; backup cap neg to can, 990.205 pf (limits 2700.00 pf ¿ 5400.00 pf). The most probable root cause for the backup capacitor test was identified to be an open capacitor, which manipulation of the feed-thru wires may have been a contributing factor. The reported end of service allegation was not duplicated in the pa lab. The pulse generator diagnostics were as expected for the programmed parameters. The battery, 2.915 volts as measured during testing shows a non-ifi condition. The data in memory locations revealed that 24.469% of the battery had been consumed. Other than the noted errors, there were no performance or any other type of adverse conditions found with the pulse generator. Lead analysis will be reported in MFR number #1644487-2013-02960.

Manufacturer narrative:
Evaluation codes, conclusions, corrected data: previously submitted MDR inadvertently reported an incorrect conclusion code. This report is being submitted to correct this field. Device failure occurred but did not cause or contribute to a death or serious injury.